Event description:
(B)(4) - it was reported by the consumer that the tdx4-ps power wheelchair footplate broke when he tried to reposition himself, resulting in a smashed leg by the footplate bracket. There is no additional information regarding the outcome of this incident, and if it becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx4-ps, serial number/date code (B)(4) is approximately five year old. The owner's manual part number 1114809 rev. K (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.